Event description:
It was reported that a lead integrity alert was triggered and the lead exhibited oversensing and noise. The issue could not be replicated in the physician's office. Follow up with the physician's office disclosed the energy value of the lead was decreased to 0.4 joules. Patient has an underlying rhythm and continues to be paced when needed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.